Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event via the emergency room. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). At the time of this report, the patient was recovering from the peritonitis and physioneal/extraneal therapies were ongoing. No additional information is available.